Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a scheduled procedure in the ep lab, they attached defib electrodes to the pt, then to the defibrillator and there were no electrographs. They then tried another defibrillator and received the same result. The customer further reports electrodes were replaced with a new set (the customer is not sure if they were the same item) and this set worked fine. The customer reports the pt status is fine.